Manufacturer narrative:
The device was returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a silent nite appliance has fractured. Reportedly the button on side broke off while the patient was sleeping. The patient began use of the device on (B)(6) 2024 and presented with the issue on (B)(6) 2026. No injury was reported.